Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of a user alleging hospitalization due to her dreamstation 2 machine not working from water ingress. The user reports severe arthritis and copd, and spilled water in her machine leading to a service required error message. The user alleges she cannot breath without her machine and was admitted to the hospital overnight. User is requesting her original dreamstation device back due to the fact it is easier for her to fill her water chamber without spilling. The user was discharged the next day. The device has not been returned to the manufacturer for investigation. The user was called and she stated she now uses the machine without issue. It appears it was initially a user error spilling water into her machine. This is a final report. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
A previous report was submitted 2518422-2022-25577-1 using the wrong MDR report # of 2518422-2022-25577, the correct report number should have been 2518422-2022-05577. Please disregard 2518422-2022-25577-1. This was reported in error.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.